Event description:
It was reported the patient arrived at the hospital after receiving shocks. Interrogation of the device found that the shocks were inappropriate and due to noise. Impedance fluctuations were also noted. The lead was thought to be fractured. The lead will be replaced but not extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.